Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional coartaction of aorta repair procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Reportedly post-procedure, the suture of the first proglide closed correctly, but when pulling the long thread of the second proglide, the suture was loose without a rail to adjust the knot. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. A cine video was provided and reviewed by abbott vascular clinical advisor. The cine demonstrated the knot moving freely with no knot in place. Based on review of the cine video provided, a conclusive cause could not be determined. Factors that contribute to the reported unintended system motion (when pulling the long thread, the suture was loose without a rail to adjust the knot) may include, but not limited to, user technique (pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.